Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. This device was successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. This device was successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. This device was successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific for further analysis.